Event description:
It was reported that the device shows the eri status after interrogation. The replacement of the ICD is planned. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. Explant date is currently unknown. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and the final acceptance test proved the device functions to be as specified. Next, the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. Battery trend data showed a temporary voltage drop followed by recovery of the battery voltage. An unexpected battery voltage trend could be confirmed during analysis. Please note, that this ICD is subjected to the field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
The device was received and analyzed. Explant date is currently unknown. During a regular, systematic review, it was determined internally that the previously submitted final report was created in error and should be disregarded. We apologize for the inconvenience caused and hereby submit the correct final report. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Subsequently the device was interrogated. The interrogation could be properly performed and revealed the mos2 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. Based on the available information, no conclusion regarding the root cause of the clinical observation could be determined. However, thorough analysis of the device and device data revealed no indication of a device malfunction.